Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention treatment procedure, crossing difficulties occurred. However, product analysis revealed stent damage. The 99 percent stenosed target lesion was located in the calcified and severely tortuous distal left circumflex artery. The lesion was predilated with a non-boston scientific balloon catheter. The taxus liberte 2.50x32mm stent delivery system was advanced, but was unable to cross the target lesion. The device was able to be removed and the procedure completed with another of the same device with no patient complications. The patient was reported to be in good condition post procedure.

Manufacturer narrative:
The taxus liberte stent delivery system (sds) device was returned for product analysis. A visual, microscopic and tactile examination of the sds revealed stent damage. The balloon was tightly folded and the stent was located between the markerbands. Examination of the stent implant identified damage on the proximal end of the stent; there were struts on the proximal end of the first row that were flared. Inspection of the remainder of the device presented no other damage or irregularities. The outer diameter of the undamaged portion of the stent was measured with a calibrated laser micrometer. The maximum outer diameter was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).